Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (B)(4) by email alleging that their onetouch verio2 meter was reading inaccurately high compared to another meter. The patient called lifescan on (B)(6) but was unable to provide any additional information. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. It is unknown when the alleged issue began. The patient reported obtaining a blood glucose reading of ¿308mg/dl¿ on the subject meter and ¿202mg/dl¿ on a onetouch ultraeasy meter, the time difference between these results is unknown. The patient manages their diabetes with self-adjusted insulin. The patient reported increasing their usual dose of insulin in response to the alleged inaccurate reading. The patient reported feeling ¿hypo¿ but was unable to provide details of any specific symptoms experienced. The patient was unable/unwilling to answer if they received any treatment. When the patient called back on (B)(6) they confirmed that the reported issue was resolved with a new vial of test strips. Replacement products were still sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not report any serious symptoms or medical treatment. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.